Event description:
A (B)(6) female pt contacted zoll lifecor customer support to report that she dropped her battery charger and now it isn't working. The pt's suspect charger was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger (B)(4) has been completed. The reported problem was confirmed. The touchscreen's display backlight was damaged from the impact and would no longer illuminate. The charger was functional and would properly charge a battery and transmit data. However, the touchscreen's display was very dim making it difficult for the pt to read the status of the charging process. No adverse event resulted from the damaged charger. The pt was provided with a replacement charger.